Event description:
A revision surgery was performed using the blueprint planning feature, the reason for the revision is unknown.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.